Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of inappropriate shock is a known inherent risk of the lead and is noted within the device instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock is a known inherent risk of the lead.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing of noise. Troubleshooting was performed and the noise could be re-produced. Additionally, it was noted that the patient underwent two cardioversions previously and another on that same day. The patient was hospitalized with therapy programmed off. Technical services (ts) was consulted to review device data and found there is evidence of non-physiological noise with oversensing in secondary and alternate vector which is suggestive of a mechanical lead fracture. Ts recommended lead replacement. X-rays were performed and there are no obvious signs of kinking however, they were not able to view the lead header connection due to sub-optimal x-ray images. Ts confirmed that the pg could be used with the new implant and provided other considerations. At this time, the electrode remains in service.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks due to oversensing of noise. Troubleshooting was performed and the noise could be re-produced. Additionally, it was noted that the patient underwent two cardioversions previously and another on that same day. The patient was hospitalized with therapy programmed off. Technical services (ts) was consulted to review device data and found there is evidence of non-physiological noise with oversensing in secondary and alternate vector which is suggestive of a mechanical lead fracture. Ts recommended lead replacement. X-rays were performed and there are no obvious signs of kinking however, they were not able to view the lead header connection due to sub-optimal x-ray images. Ts confirmed that the pg could be used with the new implant and provided other considerations. At this time, the electrode remains in service.